Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to a2- patients year of birth: 1991 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases is observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported, left-side rupture. Device has been explanted and replaced.